Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the clip completely detached from the leaflets, lost in the patient anatomy and recurrent mr. It was reported that the first mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed successfully reducing mr to 1. On (B)(6) 2021, the patient presented with severe mr and shortness of breath. A transthoracic echocardiography (tte) was performed and the clip could not be seen. The clip had embolized and could not be located. Medication was administered to stabilize the patient. The patient was transferred to another hospital and referred for surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported expulsion appears to be due to patient morphology/pathology (barlows vavle, bileaflet prolapse, thick leaflets). The image resolution poor is associated with the imaging being difficult due to the patient anatomy and thus related to patient and procedural conditions. Mitral regurgitation (mr), dyspnea, foreign body in patient and embolism were related clip completely detaching from both the leaflets. Embolism, mr, dyspnea and foreign body in patient are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the initial report filing additional information received which reported that imaging was difficult due to the patient anatomy. No additional information was provided.